Event description:
The customer reported that this central nurse's station (cns) did not alarm during a case. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) did not alarm during a case. According to the customer, the patient was only being monitored with spo2 and no ECG leads. The issue happened on (B)(6) 2024 in bed ed12, the customer is not sure about the time. The customer provided the cns logs; however, the provided logs only go back until (B)(6) 2024. There was no patient injury reported. Investigation summary: the customer provided the cns logs; however, the provided logs only go back until (B)(6) 2024. As such, the issue and the root cause could not be determined.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) did not alarm during a case. According to the customer, the patient was only being monitored with spo2 and no ECG leads. The issue happened on (B)(6) 2024 in bed ed12; the customer is not sure about the time. The customer provided the cns logs; however, the provided logs only go back until (B)(6) 2024. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) did not alarm during a case. There was no patient injury reported.